Event description:
It was reported that during an unspecified procedure, a blade lift occurred. The highly stenotic lesion was located in the arterial side of an arteriovenous (av) graft in the left arm. The 2cm peripheral cutting balloon was inserted into the venous side of the av graft, and two inflations were performed to approximately 6 atms each time. The balloon was then withdrawn, and reinserted into the arterial side, and the balloon was inflated two more times to approximately 6 atms. Rotation of the balloon was performed between each inflation in both the venous and arterial side. There was no stent involvement. No difficulty was experienced during advancement, balloon inflation or deflation. The directions for use was followed for inflation/deflation rates. It was also noted that minimal resistance was encountered during catheter withdrawal. The blade lift was noted outside of the body following catheter withdrawal. The blade was not fully detached, only lifted. In the opinion of the physician, the balloon "had maybe caught on the 7 fr sheath, but he was unsure." No patient injuries or complications were reported. Patient status is listed as "ok."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.